Manufacturer narrative:
(B)(4). B5: describe event or problem supp correction. D9 for product returned and date received. G3: date received by manufacturer. G6: report type updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.